Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Particles alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Particles alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found contamination on the enclosure top under the right-side accessory door, on the iso port, slight keratin-like contamination on the blower box outlet and air inlet at the filter area. The manufacturer also found evidence of liquid ingress on the blower housing and in the blower box, mineral deposits in the water tank and metal plate, unknown contamination on the drybox, fibrous like contamination on the heated tube connector. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-130 and e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of hair-like contamination throughout the humidifier chamber and on the flip lid seal, bio contamination on the flip lip seal. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed mineral deposits in the device. Section d9, g3, h6 has been updated / corrected.